Manufacturer narrative:
Additional information received indicated the first sapien xt valve measured 26mm and was deployed 90:10 ventricular across the mitral valve, and preexisting mitral ring. This did not resolve the degree of pvl which was present prior to the thv implant and the decision was made to deploy a second thv valve. The second 26mm sapien xt valve was positioned and placed 70:30 ventricular. In both instances, the image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good, ventilation was held and there was no loss of pacing capture during valve deployment. The malposition of the first thv was perceived to have been due to an involuntary movement by the delivery system during deployment. The edwards sapien xt transcatheter heart valve, model 9300tfx, sizes 23 mm, 26 mm, and 29 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in the mitral valve and/or with an existing surgical ring is not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, the valve movement during inflation caused the too atrial landing, resulting in no change to the pre-existing paravalvular leak. A second valve corrected the paravalvular leak and secured the first valve. No malfunction of the device was alleged or suspected.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards chilean affiliate, during a transapical mitral valve procedure, a 23mm sapien xt was deployed more atrial than ventricular across the mitral valve, and preexisting mitral ring. The decision was made to deploy a second valve. A second 23mm sapien xt valve was prepped and deployed with good final results.